Event description:
Healthcare professional reported a left side deflation and implant exchange from textured to smooth due to patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Deflation: total delamination assessed as adhesive failure. Additional observations: creases are observed. White particles in device inner surface are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and implant exchange from textured to smooth due to patient's concern with the product. Device remains implanted.